Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer received an unspecified lower sensor scan results compared to unspecified readings obtained on a built-in meter. The customer was administered a correct dose of insulin as treatment by a healthcare professional due to the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event. Sensor scans of 87 mg/dl and 64 mg/dl were compared to glucose tests of 208 mg/dl and 232 mg/dl respectively on the built- in meter, when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified lower sensor scan results, compared to unspecified readings obtained on a built-in meter. The customer was administered a correct dose of insulin as treatment by a healthcare professional, due to the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event. Sensor scans of 87 mg/dl and 64 mg/dl were compared to glucose tests of 208 mg/dl and 232 mg/dl respectively on the built- in meter, when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.